Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The angulation of the subject device became locked. The user could not straighten the bending section of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus thailand (oth). Oth checked the device and the reported phenomenon (angulation lock) was not duplicated. However, the metal part inside the control section (angulation coil pipe plate) was cracked and the angulation of the device could not be bend to left side. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oth there was the possibility that the reported phenomenon was attributed to the metal part inside the control section cracking. There was the possibility that the metal part cracking was attributed to metal fatigue such as accumulation of stress due to repeated bending operations because no corrosion has been confirmed inside the control section. About five years have passed since the device was delivered.